Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Was a leak test performed? If so, what was the result? Can more information be provided on the defective stapling? Were any malformed staples identified? Please describe the shape. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What is the current status of the patient? Is the device available for return?

Event description:
It was reported that following an esophagectomy procedure, appearance of an unexplained fever at d-1. Respiratory failure during the night of d1/d2. Surgical recovery at d-2: defective stapling on 1/3 of the circumference. Bilateral manual suture. Transfer to the intensive care unit. Multi-organ failure with need for assisted ventilation. New surgical recovery on (B)(6) 2019 for drainage of a mediastinitis. Vital prognosis engaged.